Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture and noise at max output. The patient was asymptomatic. The lead was capped and replaced. The patient's condition was good post procedure.